Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device was unable to obtain an ECG signal via onestep electrode pads. Complainant indicated that the clinician obtained another set of onestep electrode pads to continue treating the pt and again was unable to obtain an ECG signal. The user tried several r series devices and then switched to a separate 3 lead cable and was able to obtain an ECG signal. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
One of the r-series devices involved was returned to zoll medical corporation for evaluation. The device performed to specification. Review of the activity logs indicated that several poor pad contact messages were recorded indicating poor coupling between the electrode pads and the patient's skin. However, this could not be firmly established as the electrode pads were not returned as part of this investigation. It's important to note that the reported event did not prevent delivery of therapy to the patient. The clinician indicated that they verified that the patient was being paced throughout the event. The clinical data was not available for review as part of the investigation. It's important to note that the reported event did not prevent delivery of therapy to the patient. The clinician indicated that they verified that the patient was being paced throughout the event. The clinical data was not available for review as part of the investigation. It's important to note that the reported event did not prevent delivery of therapy to the patient. The clinician indicated that they verified that the patient was being paced throughout the event. The clinical data was not available for review as part of the investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.